Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and loss of capture. It was also noted that the right ventricular (rv) lead exhibited undersensing and high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.